Event description:
It was reported that the patient received inappropriate shocks due to noise on the pace/sense portion of the right ventricular (rv) lead. The lead was fractured and had varying impedance and a high sensing integrity count (sic). The lead was capped and replaced. It was also reported that the atrial lead had low sensing values and no capture. The atrial lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.